Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned, and investigation completed by product analysis on 17-apr-2019 with the following findings: on investigation, the pump powered on and the keypad buttons tested. All keypad buttons demonstrated normal response. Investigation did not duplicate the alleged under responsive keypad buttons. There was no damage to the keypad cover and no contamination under the button contacts. Unrelated to the original complaint, examination of the pump¿s interior compartment revealed moisture damage to the keypad connector and the display board. The battery compartment was noted to be cracked as well as the pump case; moisture ingress into the pump due to case damage.